Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured when it was struck with a mallet during total knee arthroplasty. The event resulted in a two minute delay in the procedure and another provisional was used to complete the procedure. No pieces were left in the patient's wound.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device was exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, all pieces returned. Device history record was reviewed and no discrepancies were found. Reported information states that the surgical technique was not followed. The provisional cracked when it was struck with a mallet during total knee arthroplasty. The root cause is considered to be misuse as the surgeon impacted the provisional. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.